Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix t1 implant fractured, the implant was removed using tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t2 has been cut from the suture and was not returned. The needle assembly is bent. The variable depth straw has been trimmed. Bio debris is present. Based on the condition of the t1 implant found during visual inspection, additional material testing is not required. A material assessment of the t2 could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical evaluation states that the IFU for the ultra-fast-fix does warn. ¿do not bend the delivery needle¿. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.